Manufacturer narrative:
Failure analysis noted that the pump had constant new software release detected error followed by failure of flash memory error. The problem was isolated to the mother board. There was moisture damage on the electronic assembly. There was no missing segments/partial display or black lines going across the screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 107 mg/dl. The customer stated that the screen was going out and there were black lines going across the screen making it difficult to see. The pump was not dropped or bumped. Troubleshooting was not able to resolve the issue. The device was returned for analysis.